Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen turns bright white with no visualization. They reported switching out the blades and isolating the issue to just the glidescope go monitor. The procedure was completed using an unidentified device which was made available in an unspecified time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issue. When connected to verathon's known, good, test equipment, the monitor displayed a good image. The tsr rapidly moved the hdmi connection up and down, as well as rapidly unplugging and plugging the test blade and video baton. Furthermore, the tsr powered on/off the monitor while the test blade/video baton was attached. However, no white screen was observed and the video displayed as intended. The customer's monitor passed verathon's device functionality testing. The blades used during the event were not made available to verathon for evaluation. Upon completion of the evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.